Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the unit turned off suddenly while the user was operating it. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation unexpected shut down of the device was not observed. The device issued a low battery alarm prior to shut down. However, the system board failed the power test due to an anomalous current leakage. The exact component inducing the current leakage is not known. This failure will result in quicker than normal battery power drain, but it should not impact measurements or overall device functionality beyond shorter battery life. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.